Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found the system unable to boot up. Upon troubleshooting, fse verified the connectivity of the host pc and tsm network, confirming that it was functioning properly. To resolve the problem, fse completely reloaded the software onto the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.